Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead exhibited loss of capture and was suspected to have dislodged. During a revision procedure the lead was abandoned and another lead of same model type implanted without incident, on the opposite side. No resulting adverse patient effect and no return of product.